Event description:
It was reported that the right atrial (ra) lead had high impedance and no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407452 implantable pacing lead, (B)(6) 2005; 3889-28 interstim urinary mgu lead, (B)(6) 2008; 3095-10 neuro extension, (B)(6) 2008; 3023 interstim urinary mgu ipg, (B)(6) 2008. (B)(4).